Event description:
Device malfunction: none. Symptoms/ ae: hypotension. Time of symptoms: during the procedure. It was reported that during a left internal carotid artery stenting procedure, during predilatation, the patient began to experience hypotension and had a brief episode of asystole (10 seconds). After stent placement and during post dilatation, the patient experienced some distal spasms. The asystole, treated with atropine, and vasospasm were immediately resolved. The hypotension was treated with a neosynephrine drip, a 2 liter bolus of normal saline, and hextend. The hypotension resolved in 2006 and the patient was discharged home. No additional information is available.

Manufacturer narrative:
During processing of the complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.